Event description:
It was reported that the balloon was unable to be deflated. An fg emerge mr, ous 2.00 x 15mm was selected for treatment of the target lesion, which was located in the distal left circumflex (lcx). The target lesion was 60% stenosed, mildly calcified, and mildly tortuous. After the balloon was inflated, in the target lesion, it was noted that the balloon was unable to be deflated and was blocking in the guide catheter. The guide catheter and emerge balloon were both removed from the patient together while the balloon was still inflated, and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the balloon was unable to be deflated. An fg emerge mr, ous 2.00 x 15mm was selected for treatment of the target lesion, which was located in the distal left circumflex (lcx). The target lesion was 60% stenosed, mildly calcified, and mildly tortuous. After the balloon was inflated, in the target lesion, it was noted that the balloon was unable to be deflated and was blocking in the guide catheter. The guide catheter and emerge balloon were both removed from the patient together while the balloon was still inflated, and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
Returned device consisted of the fg emerge mr ous 2.00 x 15mm catheter. A visual inspection of the device revealed no issues or damages. Microscopic analysis revealed a bunched inner wire lumen 5cm from the tip of the device. The shaft was severely stretched. A wire insertion test was performed, and the device could not be loaded or tracked onto a test guidewire due to the damage on the inner wire lumen. This investigation is assigned a most probable investigation conclusion code of adverse event related to procedure.

Manufacturer narrative:
Correction to ar coding.

Event description:
It was reported that the balloon was unable to be deflated. An fg emerge mr, ous 2.00 x 15mm was selected for treatment of the target lesion, which was located in the distal left circumflex (lcx). The target lesion was 60% stenosed, mildly calcified, and mildly tortuous. After the balloon was inflated, in the target lesion, it was noted that the balloon was unable to be deflated and was blocking in the guide catheter. The guide catheter and emerge balloon were both removed from the patient together while the balloon was still inflated, and another similar device was used to successfully complete the procedure. There were no patient complications.